Manufacturer narrative:
A getinge filed service engineer (fse) was sent to evaluate the unit but could not duplicate the issue. A full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications, and returned to customer.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has an ECG error. There was no patient harm reported.